Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient called asking for help changing groups. Patient stated their doctor changed the programming but saved the previous group so patient could go back in case they had problems. Reviewed how to change groups per patient request.

Manufacturer narrative:
Continuation of d10: product ID: tm91d0, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that information was received, from a patient. Regarding an external device. The patient said, they are getting a service code 804 on the therapy app. Patient said, the green light is on the communicator (com). Agent walked patient through resetting the com. Patient was able to successfully connect to the implanted neurostimulator. The troubleshooting steps that were taken on the call resolved the issue. The caller stated, that they are getting no communicator found. And the bluetooth light on the com is not flashing. They had the caller reset the com and handset twice, but the issue was not resolved. Caller confirmed, that bluetooth and location were both toggled on. The caller also mentioned, that they are experiencing a sensation feeling around the battery and around their neck. They emailed repair to replace the com. Patient said, it feels like they went back to what their symptoms were before the device was programmed. Patient said, they checked the implanted neuro stimulator (ins) and the ins is on and charged. Patient said, they get an electrical feeling and have to unplug their wifi boosters.